Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implanted powerport allegedly experienced fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The (B)(6) year old male patient was (B)(6) kgs.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction identified a leak. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808560 implanted port allegedly experienced fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The 65 year old male patient was 97 kgs.